Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that one fully formed clip was jammed in the center of the clip channel preventing the clips from advancing and the ratchet function was engaged. It was reported that the part of the device was found to have fallen off. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue of jammed clip condition may occur when the user positions the instrument vertically and fires in air. This causes the fired clip to slip back into the clip cartridge, preventing clips from loading properly. The issue of cover damage may occur if the distal end of the device is subjected to excessive manipulation during application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: make certain that the tissue to be occluded fits completely within the confines of the clip or bleeding and leakage may result. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open mastectomy procedure, at the time of closing the blood vessels, after unpacking, the part of the device was found to have fallen off. The component did not fall into the patient's cavity. A new device was used to resolve the issue. There was no patient injury.